Event description:
The handle cracked during flashing. There was no pt involvement; therefore, there was no adverse consequence for any pt.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event is attributed to subjecting the device to harsh, acidic cleaning solutions.